Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
The consumer reported via the manufacturer's representative (rep) they thought it was time for their battery to be replaced. She thought the rechargeable implantable neurostimulator (ins) lifespan was seven years. The rep. Met with the patient to check the battery and lead status. Upon checking impedances it was discovered that 0-7, 8, and 9 electrodes were all high and were ineffective. The rep. Reprogrammed the patient using electrodes 10-15 resulting in the coverage the patient needed for her pain in her right hip and leg which resolved the issue. The patient stated she had multiple hip surgeries and thought that something happened during one of those surgeries, but that hadn't been proven.